Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the catheter was secured with a statlock device and when trying to remove the statlock, the adhesive caught on one of the lumens. When removing from the lumen, the lumen snapped in half, leaving the line open to air. The line had to be removed from the patient immediately as there was no way to clamp the open end. There was no harm to the patient; however there was some blood loss.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter was secured with a statlock device and when trying to remove the statlock, the adhesive caught on one of the lumens. When removing from the lumen, the lumen snapped in half, leaving the line open to air. The line had to be removed from the patient immediately as there was no way to clamp the open end. There was no harm to the patient; however there was some blood loss.